Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported there was a revision of an old total shoulder. During revision they had a humeral shaft fracture. Additionally, it was reported; the procedure was extended by 2 hours.

Event description:
It was reported there was a revision of an old total shoulder. During revision they had a humeral shaft fracture. Additionally, it was reported; the procedure was extended by 2 hours. The patient may have had a fall initially and this loosened the glenoid component. Then it started to move more and eventually failed.

Manufacturer narrative:
Please note the correction regarding the h6 (device and clinical code): the reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any additional information is provided, the investigation will be reassessed.